Event description:
The pt reportedly could no longer hear with her implant after an accident with impact to the implant site (date not proivded). All external equipment was swapped and troubleshooting was done. However the problem was not resolved. Testing done by the healthcare professional showed that the device was not stimulating. Explantation and reimplantation surgery took place in 2005.